Event description:
It was reported that the battery of implantable pacemaker was suspected to exhibit premature battery depletion with a longevity drop, from 1.5 years to elective replacement indicator (eri) within a span of 11 months. A request was made to have data from this device analyzed. Boston scientific technical services (ts) analysis confirmed the device is exhibiting premature depletion. Technical services consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported.